Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals that resulted in a false signal artifact monitor (sam) episode due to cautery during a medical procedure. The sam episode also showed high out of range pacing impedance. The high out of range impedances and noisy signals were a result of a medical procedure. Technical services (ts) confirmed this pacemaker appeared to be functioning as programmed. This pacemaker remains in service. No adverse patient effects were reported.